Manufacturer narrative:
It was reported that the IV extension set has leakage from the tubing, and cracks when solutions run through the tube. The product sometimes leaks at the IV connector when CT adds contrast, under pressure with a power injector to control the flow rate. Ems mentioned occasional leaks at the connection point. ER commented that the tubing sometimes cracks near the connection point during infusion pump use, but no leaks have been reported with manual pressure. On a newly opened package, removal of the connector cap was difficult and may have compromised the product. The IV extension set was replaced. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The IV extension set has leakage from the tubing, and cracks when solutions run through the tube.